Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device was not requested to be returned.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Event description:
Patient reported experiencing a blood glucose level of 114 mg/dl on (B)(6) 2013 around 3-4 pm. Patient stated she took a walk and felt dizzy and stumbled. Patient reported she ate and another pedestrian called the ambulance; patient's blood glucose level was 54 mg/dl. Patient stated the ambulance staff gave her dextrose to eat and took her to the hospital. Patient reported that at the hospital her blood glucose level was 64 mg/dl and she was given 2 glasses of apple juice. Patient stated they suspected ligament ruptures. Patient did not claim that the infusion device is the reason for the hypoglycemia. Patient reported she went to bed around 9:30 pm with a blood glucose level of 127 mg/dl. Patient stated on (B)(6) 2013 at 11:17 am her blood glucose level was 394 mg/dl. Patient's normal blood glucose level was not provided. Patient reported she checked the infusion device and recognized that the basal rate was on the display showed 0 i.u. Patient stated the menu "standard" was selected and only one basal rate was available. Patient reported she attempted to reprogram the basal rate without success because she did not confirm the basal rate programming twice. Patient stated afterwards she programmed the basal rate and confirmed the rate twice successfully. Patient reported on yesterday she worked with a software; name is unknown. Patient stated she programmed nothing. Patient reported she was able to get her blood glucose under control by herself. Patient stated she is convinced that her hypoglycemia was caused by the high temperature and that the infusion device works fine. Patient did not make any allegation against the device. No further information is available. No product return was requested.